Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified circumflex artery. A 10/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon was ruptured at 6 atmosphere (atm). The device was simply removed from the patient's body. The procedure was completed with a non bsc device. No patient complications were reported. Patient was good post procedure.